Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the homechoice cassette (without an alarm). This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in september 2024. Should additional relevant information become available, a supplemental report will be submitted.